Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer received result of hi (greater than 33.3 mmol/l) on the mobile system. She administered her prescribed dose of novorapid, and went to the school. Approximately 1.5 hours later, the customer fainted and fell out of her chair; paramedics were called, and they tested the customer using her mobile system; she received results of 29 mmol/l and 30 mmol/l. Within 5 minutes customer tested 2 mmol/l and 3 mmol/l on the paramedic's meter. She was treated with a "sugar" drink and was taken to the hospital where she remained for 8 hours. No further medical treatment was required. Requested return of suspect device.